Manufacturer narrative:
Method: complaint history review. Results: complaint history review: since no device was sent back for evaluation, no further visual or functional inspection was possible on the item. However, the item is believed to be a 6.5 mm xia ii polyaxial screw (catalog #03821650) in which a complaint history review was conducted. The total number of complaints received for this specific issue on the xia ii design style was evaluated at 75 from june 2004 till end 2012. Conclusion: this complaint was entered as a result of bone screw/tulip disassembly more than a year and a half post surgery on a patient suffering ankylosing spodylitis. Disassembly can be the fact of too high forces applied on a screw near max angulation making the bone screw passing through its tulip. (B)(4): device not returned to stryker.

Event description:
It was reported that .. "On (B)(6) 2011 patient was operated for a columnotomy l4. After some time, it seems that the screwhread has been disconnected from the tulip head on s1-level.